Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by load, handling, or other factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device, the scope was visually inspected externally for damage that could be attributed to the customer specified fault, and it was observed that the biopsy port housing, the biopsy port was detached. The investigation reported that previous experience indicates that this fault typically a result of user handling due to excessive force when removing accessories. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of the evis lucera ultrasonic bronchofibervideoscope, the scope biopsy port detached. Upon inspection and testing of the returned device, the scope biopsy channel was found detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.